Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was admitted to the hospital and remains hospitalized. Treatment was not reported. At the time of this report, the patient recovered from peritonitis. Pd therapy is ongoing. No additional information is available.